Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The pcb00 insertion device was received and revealed that the plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic were observed at the cartridge. There were no damages or errors observed on the assembly. The tip was observed deformed. The lens was observed stuck in the cartridge. There was not reported a specific failure however, a stuck in cartridge and tip deformed was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. The manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. The labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00, 20.5 diopter intraocular lens (iol) during handling, but prior to insertion, was not used as the surgeon chose to do vitrectomy and removed the lens. It was learnt that the vitrectomy occurred after the lens has been implanted, and then doctor removed the lens and then replaced it with another lens. There was no incision enlargement, no post-op injury. No other information obtained.